Manufacturer narrative:
No information has been received regarding the inserter that was used during the lens insertion. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed from the patient's eye intraoperatively due to unspecified reason. Vitrectomy was performed and another lens of different model was implanted. Additional information has been requested, but has not been received.